Manufacturer narrative:
As per the manufacturer's investigation, manufacturing records including acceptance testing results were checked and found to be conforming to specifications upon release. The device is not available. The early failure of the implant indicates a vascularization problem rather than an infection problem due to the leech. The limited test results available are contradictory and not conclusive. If additional information becomes available, a follow-up report will be submitted. The presence of symbiotic aeromonas and other bacterial species in the leech's digestive tract is essential for the animal's growth and survival. Prophylactic antibiotic treatment is always advisable.

Event description:
On (B)(6) 2018 - after suffering an avulsion injury of thumb while repairing conveyer belt, the thumb was re-implanted and leech therapy commenced, with a single dose of piperacillin-tazobactam. Patient then started on ciprofloxacin and trimethoprim-sulfamethoxazole for prophylaxis. On (B)(6) 2018 - the patient suffers fever and the implanted digit looks like an early failure. On (B)(6) 2018 - prophylaxis changed to ertapenem. On (B)(6) 2018 - patient returned to or with revision amputation. Evidence of infection.

Event description:
Patient finger amputated.